Manufacturer narrative:
The device was not returned for evaluation. The customer reported that he didn't think that the cannula was properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he didn't believe that the cannula deployed normally as "it felt it kind of slid into the skin" and his blood glucose climbed to 300 mg/dl, so he removed the pod.